Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse checked the integrated multisensor technology (imt) module and imt probe, ran passing check 1 on imt probe, performed power flush and rotary valve leak test, replaced rotary valve, auto aligned imt module and probe, performed imt probe sample port alignment, repeated the leak test and check 1 passed with no errors. A peristaltic pump tube and the imt module were also replaced. The cause of the discordant falsely high sodium and potassium results are unknown. The analyzer is performing according to specifications. No further action required.

Event description:
A group of five patient samples gave discordant falsely high test results for sodium or potassium on a dimension vista 1500 system. The results were reported to the physician(s) who questioned the results. The same patient samples were repeated on an alternate dimension vista 1500 system and corrected reports were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant falsely high sodium or potassium results.